Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius customer service to report that the paper tape causes the patient to get blisters. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".